Manufacturer narrative:
Code 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additionally, the IFU state: adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Do not attempt to advance the introducer sheath or dilator if resistance is felt. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to the other device.

Manufacturer narrative:
A review of the manufacturing records for the device will be conducted. The evaluation is in process. The sheath was discarded at the facility and is not available for investigation.

Event description:
On (B)(6) 2015, a patient underwent endovascular treatment of a penetrating atherosclerotic ulcer (pau) occurred at zone 3 using a conformable gore® tag® thoracic endoprosthesis (tgu312610j/13540566). On an unknown date, imaging revealed that the diameter of the aorta became approximately 45mm (enlargement more than 5mm). The physician elected to monitor the patient. On (B)(6) 2020, a patient underwent endovascular treatment of a newly occurred a penetrating atherosclerotic ulcer (pau) at the descending aorta aneurysm using a gore® tag® conformable thoracic stent graft with active control system (ctag-ac) and a gore® dryseal flex introducer sheath. Reportedly, the procedure was provided to treat only an ulcer. No treatment was performed for an aorta enlargement. The sheath was inserted from the right femoral artery. While advancing, a strong resistance was felt. Reportedly, the cause of resistance is that there was a severe calcification from the common iliac to the external iliac artery. However, the procedure was continued. After the ctag-ac was placed from approximately 10mm below the preplaced ctag without any issue, the sheath was removed. The final angiography imaging revealed a rupture of the right external iliac artery. A gore® excluder® aaa contralateral leg endoprosthesis and a gore® viabahn® endoprosthesis with heparin bioactive surface were placed, and the procedure was completed. The patient tolerated the procedure.